Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported he had one device in his back and one in his head and that someone was using the device to torture the patient by emotion. The patient stated he had no one to talk to because no one believed he had it. The patient also stated that people act like he didn¿t understand and that he understood after he saw a picture on the internet. In regards to when the issue happened, the patient indicated that ¿it was a long time ago, maybe 10 years ago¿ prior to report. The ¿patient had no information and said doctor did behind his back.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.